Event description:
The reporter stated that the surgeon was attempting to insert an aq2010v three piece silicone lens and noticed the lens was tearing, so he quit inserting the lens. No patient injury.

Manufacturer narrative:
H6: evaluation codes: results (other) - a visual inspection of the returned products shows a portion of the lens optic and a haptic is torn off. There is clear & reddish surgical residue on the lens. Conclusion: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.